Event description:
Pt had ICD implanted in 1998. On or about 9/25, pt had traumatic fall at home out of his truck. This caused his left shoulder to hyperextend and fractured his lead and caused device to malfunction. Device replaced.